Event description:
It was reported that the patient sustained an atraumatic periprosthetic fracture of the left hip approximately one inch proximal to the end of the femoral stem. The patient was planned for revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.